Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was gray and the wording were barely visible. The customer's blood glucose level was 137 mg/dl at the time of the incident. The customer reported that the display did not return. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating current. Insulin pump passed self test. Pump passed off no power test. (B)(4).